Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing during a laparoscopic procedure, the device fired, but the staple line was distally incomplete. Another device was used to complete the case. There was no patient injury.